Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that troubleshooting was needed for an impedance issue. The following was reported about the patient's therapy and rep wanted to check patient's impedance for MRI of patient's back. C&8, 4108, c&9, 2780, c&10, 1487, c&11, 1811, 8&9, 5548, 8&10, 4467, 8&11, 5091, 9&10, 3056, 9&11, 3876, 10&11, 2193. Right stn c 10+ 4.1 volts 60hz 150 usec the other side was fine per the rep. Patient services told the caller that an MRI was not recommended. Patient was due to have ins replacment in 6 months. Discuss checking system for issues during replacement. Patient's had no symptom issues. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 crts (B)(6) (rep): information was received by a manufacture representative (rep) regarding an implantable neurostimula tor (ins) for parkinson's dual, movement disorders. It was reported that troubleshooting was needed for an impedance issue. The following was reported about the patient's therapy and rep wanted to check patient's impedance for MRI of patient's back. C<(>&<)>8 4108 c<(>&<)>9 2780 c<(>&<)>10 1487 c<(>&<)>11 1811 8<(>&<)>9 5548 8<(>&<)>10 4467 8<(>&<)>11 5091 9<(>&<)>10 3056 9<(>&<)>11 3876 10<(>&<)>11 2193. Right stn c 10+ 4.1 volts additional information received from the manufacturer¿s representative (rep) reported the impedances were tested several times with the neurologist with the same result, and no cause of the high impedances determined. It was decided the patient was going to wait until their battery was changed to see if the issue resolved. It was noted healthcare provider (hcp) was aware of these issues. No further complications were anticipated.